Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04991. It was reported the patient had the scs system explanted sometime within the last year due to the system not working properly. The patient was asked for the cause of the explant, and she thought the leads might have disconnected from the ipg. The patient reported she was implanted with a competitor's system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.